Manufacturer narrative:
Findings: pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, broken off retainer ring, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had cosmetic damage. Customer's blood glucose at time of incident was 10mmol/l. Customer stated the pieces fell off on the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.